Event description:
It was reported following a surgical procedure to explant and replace his leads, the patient experienced postoperative abdominal pain. The patient was admitted to the hospital. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.